Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005, concurrently with an endometrial biopsy in order to treat cystocele, rectocele, and enterocele. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/14/2016. (B)(4). Additional information: other relevant history. It was reported that following insertion the patient experienced mild urinary tract infection and dysuria.

Event description:
It was reported that following insertion the patient experienced mild urinary tract infection and dysuria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent partial removal in (B)(6) 2011 and on (B)(6) 2012 due to erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced urinary incontinence and discomfort.

Event description:
It was reported that following insertion ,the patient experienced urinary incontinence and discomfort.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02246. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision (including removal) of prosthetic vaginal graft; vaginal approach on (B)(6) 2011 by dr (B)(6), due to exposure of implanted vaginal mesh and other prosthetic material into vagina and urge incontinence.

Event description:
Details: it was reported that the patient underwent mesh revision (including removal) of prosthetic vaginal graft; vaginal approach on (B)(6) 2011 by dr (B)(6), due to exposure of implanted vaginal mesh and other prosthetic material into vagina and urge incontinence.

Manufacturer narrative:
Date sent to the FDA: 11/16/2016. It was reported that following insertion the patient experienced frequency. It was reported that patient underwent mesh removal and xenoform graft placement on (B)(6) 2008 by doctor (B)(6) due to mesh erosion.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and pelvic floor repair mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.